Manufacturer narrative:
A review of the device history record was completed, and it was confirmed that no ¿cracked lids¿ or ¿imploded lids¿ were documented during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to established specification. Trending was done, and this is the first complaint received in regards to a ruptured lid from this particular lot. Since no sample was provided by the customer, an evaluation of the complaint device for deficiency of construction could not be performed. If the sample is received at a later date it would be evaluated and a follow up report would be filed. Based on the investigation, it was concluded that the root cause is attributed to excessive pressure (i.e. 750mmhg or 100kpa) utilized by the end user which exceeds the ¿area of use¿ indicated in the instruction for use (IFU). According to the instruction for use (IFU) the ¿area of use range¿ is : 150mmhg to 685mmhg.¿ excessive vacuum pressures or prolonged static vacuum may increase the risk of cracking or implosion. A copy of the instructions for use will be given to the customer along with an explanation of the area of use range. Key production and quality personnel have been made aware of this reported incident. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
During abortion procedure on (B)(6) years old patient, the lid of the liner burst. No physical consequence for healthcare professional or patient.